Event description:
Patient was hooked up to his cadd pump with chemo infusing. Pump kept beeping "high pressure". No kinks were found (2 nurses checking the tubing). Port was flushed with normal saline without any difficulty and had great blood return. Infusion pharmacy was called to get another pump with chemo.